Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and released back to the customer. Based on the file review. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode the customer stated that there was no patient involvement.

Event description:
Front and rear case damage- (B)(4). Issues in damaged/cracked- front cover, rear case, rear door, barrel clamp, label, left/right handle, and iui- corrosion/isolation rib damage. There was no patient involvement.